Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-03497 pertains to the other device. It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was seen for the first time post-operatively (B)(6) 2010, and did not present with any complications. The devices were well suspended. The patient was last seen (B)(6) 2011 and reported continued urinary leakage and difficulty having sexual intercourse. The patient experienced some discomfort. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.